Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services that a pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler underwent an extensive abdominal operation. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient's pdrn reported this patient underwent a kidney transplant approximately one year ago (exact date unknown) that subsequently failed shortly thereafter. The patient was placed on hemodialysis on an outpatient basis following this procedure until the patient resumed ccpd therapy on the liberty select cycler on (B)(6) 2020. The patient has since experienced drain issues during ccpd therapy due to complications from their pd catheter. There was no report of the patient experiencing a hernia, an infection, hospitalization related to pd therapy or any other adverse event that could cause or contribute to this event. It was confirmed the patient's ongoing pd catheter complications were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy with manual exchanges at home and plans to continue ccpd therapy on the liberty select cycler after their pd catheter complications have been resolved. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).